Manufacturer narrative:
The product has been requested for eval, however, it has not yet been received. Sterilization and lot history records were reviewed and no exceptions were found.

Event description:
Report received from (B)(6) stating "sleeve defective, does not enter by a 1.8 mm incision, knives. No pt injury."